Manufacturer narrative:
Two patients underwent a bunionectomy and had to have the hardware removed approximately 3 months after the procedure due to a "tingling" sensation. The surgeon reported that one of those patients (patient #2) had a slightly prominent screw that may have been irritating a nerve. The surgeon did not identify anything unusual with the other patient and is unsure of why she described the "tingling" sensation. Review of surgical technique: no surgical technique has been documented from either the minimally invasive white paper or email interactions with the surgeon. At this time, there is no evidence of improper surgical technique. DHR review: no DHR review could be conducted due to the part numbers and lot numbers being unknown. Visual / dimensional inspection: no visual / dimensional inspection could be conducted due to the hardware being disposed at the time of the removal procedure. Simulated use testing: no simulated use testing could be conducted due to the hardware being disposed at the time of the removal procedure. Evaluation of similar complaints: frm qlt-005c, customer complaint report log, was reviewed for similar events involving the mib plating system within the last year ((B)(6) 2018 - (B)(6) 2019). Two complaints were identified to be relevant to this event: ccr 19-02-010 and ccr 19-07-005. Both instances were mib removals and have an unknown root cause. Summary / root cause analysis: due to minimal information available and the hardware being scrapped at the removal procedures, there is not much to conclude other than the root cause is unknown. If the surgeon responds at a further date with more information, investigation will be conducted further.

Event description:
On 10/09/2019, trilliant's senior marketing manager sent correspondence regarding the below excerpt from a proposed product white paper. This event documents 2 patients; this MDR is regarding patient number 1. For patient number 2, a subsequent MDR shall be filed. "Two of the patients shared that they were having a "tingling" sensation over the hardware and asked for the plate and screws to be removed. This was just over three months following the initial procedures. The plates and screws were removed and the patients healed uneventfully without any future complications. X-rays were taken following the hardware removal to show the extent of the bone callus formation." The surgeon additionally stated that he wasn't sure why the first patient, physically, would report a tingling sensation.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 6. Implanted date (d6) and explanted date (d7) not reported. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Device manufacture date (h4) could not be confirmed. *see note below. 10. Section h9 n/a to this report. 11. No files attached to this report. Note: because plate orientation is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the orientation identifier. Due to this unknown orientation, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission: d2 - common device name. D3 - fax number. Section f is n/a to this report. H10 - corrected data. Additional information provided in follow-up submission: g1 - name (and email address, telephone) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation (03/12/2020): the original date of implantation is unknown. The facility is unknown. It also cannot be determined which orientation of the mib plate was utilized. As a result of the limited information available, potential lot numbers could not be identified and device history record (DHR) review cannot be conducted.